Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a peak blood glucose value of 400 mg/dl after cgm disconnection suspended insulin delivery. The user temporarily reverted to multiple daily injections to correct the high and planned to reconnect to the ilet once glucose values returned to range. No outside medical intervention was required.